Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: during testing, the audio bolus button responded appropriately. Leak testing revealed a bolus button leak. The complaint of an audio bolus button response issue was not duplicated. The pump was opened; moisture and moisture corrosion was found on internal pump components: on the display, all boards, and keypad connector. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.